Event description:
It was reported that the customer was hospitalized due to low blood glucose. The customer stated that he might have over bolused for a lunch meal. The customer also stated that the settings on the insulin pump were checked by a company representative. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.